Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all attune femoral trials have fractured from repeated impaction. 5 of each side for a total of 30 replacements. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Added d4(lot#), d9 and h4. Investigation summary ==> the device associated with this report was returned for analysis. Examination of the returned device found a crack and several nicks and scratches. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.